Event description:
It was reported the device displayed therapy disabled and was not able to shock a patient in ventricular fibrillation (vf). The device was also intermittently displaying ¿rfu cross¿. After the incident, no error was logged on the device. The customer managed the issue by use of another device. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site however no device malfunction was detected. All tests passed successfully. The device log was reviewed by the product support engineer and the failure of the therapy delivery test could have resulted from the test plug not connected and low battery message which only affects if the device disconnected from the power outlet. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not detected. The reported problem was not confirmed. No device malfunction was detected. It has been concluded that no further action is required at this time.